Event description:
An event involved a nanoclave stopcock. It was reported that the nanoclave broke off from the manifold during repositioning. The event caused a disruption of vasopressor and sedative infusions. The patient was intended to be maintained in a burst-suppressed state. Following a turn onto the patient¿s right side, one of the nanoclaves was observed to have broken off from the manifold. As a result, the propofol and levophed infusions were not delivered to the patient due to the open port where the nanoclave had been. The patient¿s blood pressure dropped to a mean arterial pressure (map) of 55. The patient was receiving propofol to prevent seizure activity, and interruption of this infusion may have had a negative impact; however, this was not confirmed. The infusions were quickly restarted using a new manifold. The medications infused were norepinephrine (8 mg per 250 ml in 5 percent dextrose), manufactured by baxter, and propofol (10 mg per ml), manufactured by fresenius. This event involved a patient; however, no patient harm was reported.

Manufacturer narrative:
The device has been requested for evaluation. However, it has not yet been received.